Manufacturer narrative:
(B)(4). The manufacturing record evaluation was performed and identified a nonconformance related to this issue. The necessary actions have been taken and documented in the appropriate quality system. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery in 2019 and the suture was used. It was reported that the customer received a box of the product with the label "not for human use" on it. There were no patient consequences reported.